Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had power errors alarms. Troubleshoot was performed. Customer said the power error happened during normal use. Customer said power error reoccurred after troubleshooting the insulin pump within four hours. The insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. However, pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error. Pump received with scratched case, pillowing keypad overlay, serial number label stained and minor scratched lcd window.